Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged the blower to be noisy. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported in outcomes attributed to adverse event required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in outcomes attributed to adverse event, patient identifier was updated with the name, consumer and foreign was marked in report source. In device available for evaluation device was returned to manufacturer and in device return was selected as yes. In common device name product code and common name were changed, k number was changed. The report should have been sent for product problem only in adverse event or product problem.